Event description:
During the device evaluation, the flex deflectable videoscope exhibited peeling adhesive around the device objective lens. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the peeling adhesive was due to stress such repetitive use and or external factors. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.